Event description:
At 10:40am, ventilator started to alarm visual display of error 20006, went into standby. Patient ventilation ceased. Witnessed failure by rn and rt. Pulled vent from service for evaluation by manufacturer.